Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user hematocrit outside of range (B)(4).

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. E-0 error is occurring after the blood is absorbed. Cesar (father) is calling on behalf of the customer. The customer is concerned with meter error and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling dizzy. Customer states that his daughter is dizzy and that he doesn't know if its from the diabetes or her anemia. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of e-0 using true metrix meter. The test strip lot manufacturer's expiration date is 1/26/2018 and open vial date is 1/29/2017. The meter memory was not reviewed for previous test result history. Customer is going to contact his daughter's doctor for further instruction. Customer is anemic and on dialysis. Customer declined medical attention.